Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric, target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 24 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device could not negotiate the bend of the lesion even after pre-dilatation and it was noticed that thet stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR: promus elite ous mr 24mm x 2.50mm stent delivery system, catheter was returned for analysis. Examination of the stent under microscope found no stent damage. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found inner lumen damage in multiple locations along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric, target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 24 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device could not negotiate the bend of the lesion even after pre-dilatation and it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.